Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 16320188 was performed from the date of manufacture, 02-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where no bin was located in pocket. A technical support specialist (tss) found that the same medication was stocked side by side in the system, however, one of the pockets was empty and did not contain the medication. The tss advised that the empty pocket can be cycle counted to zero, which will allow the system to open the next available bin. The tss stated that the pharmacy needs to send a destock label for the empty pocket to fully to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower reported that the cubie was not opening when tried to issue. Same medication was stocked side by side in the system, however, one of the pockets did not have the medication in it and was an empty pocket. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.